Event description:
It was reported that the pt experienced tingling sensations and wasn't able to walk as before. The concentration and daily dose of baclofen being administered via the pump were not reported. A follow-up report will be submitted if additional info becomes available.